Event description:
Rptr c/o latex allergy. After working as an rn since 1977, rptr developed severe allergy symptoms, worsening in 1991. Symptoms included angioedema, exzema on hands, wheezing, welts on fingers when using latex gloves, and finally anaphylaxis to avocado which has been shown as a cross-reactor when latex allergy develops. She has swollen lips and wheezing after blowing up balloons. Allergy developed to banana and avocados. She has runny nose and sneezing when around latex products. She has classic clinical symptoms.